Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the sureform 60 stapler installed with a blue reload pierced the gastric conduit of the stomach. The issue occurred when the stapler failed when stapling the gastric conduit, tearing it in the cutting direction. After compression of the tissue, the sureform 60 stapler was ready to fire. Upon firing, the blade was able to cut through the first centimeter of the previously made longitudinal staple row but following that, pushed residual tissue forward with a mountain of loose staples. Staplers were not formed in the process. All misfired staples were removed from the gastric conduit, a new reload was used to complete the transverse stapling of the conduit, and all the damaged tissue was oversewn with a 3-0 pds suture. The issue caused a 20-minute procedural delay to reduce the higher risk of anastomotic leak. The procedure was completed robotically. The patient did not experience any post-operative complications and was discharged from hospital. The site had not experienced such an issue prior to the event. The surgeon stated always using blue reloads for the gastric conduit of the stomach. The sureform 60 stapler was inspected prior to use and no damage or abnormalities were observed. The sureform 60 stapler is not available for return; the blue reload is.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. Review of the advanced stapler instrument log showed the stapler was installed on the system 9 times and fired 9 reloads (1 green, 4 blue, 1 green, 1 white, 2 blue, in that order). On installs 1-6, and 9, the first clamp was successful, and the firings were completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 8 (blue reload), the first clamp was successful, but was followed by a firing failure, stopping at about 98% completion after a duration of about 44 seconds. Max torque recorded during the firing was 703 n. Logs show error code 22030, and parameters of the error indicate that the torque was too high. There were no incomplete clamps or incomplete unclamps for this instrument. There were no other stapler related errors in the logs. Note: the firing force torque limit for the stapler firing a blue reload is 700n. Based on the reported issue, it sounds like the user fired over a previous staple line (¿blade cut through the transverse staple row¿), which would drive up the firing torque, resulting in a partial fire. The images provided by customer for this event were reviewed and showed the stomach with an existing staple line going horizontally across the screen and the sureform 60 stapler with a blue reload clamped perpendicularly across that staple line. The surgeon did staple across an existing staple line which is warned against in the sureform user manual addendum. Section 2.7 of the manual provides a warning along with information regarding the use of the emergency stop button to stop an in-progress stapler fire is an abnormality or malfunction is observed or suspected. As an aside to the pushout event, the vessel sealer extend (vse) was observed being used to grasp and transect across existing staples, energy being applied while a staple was seemingly unintentionally in the instrument jaws, and the intra-operative cleaning of the jaws using another instrument. All of which is misuse and warned against in the netherlands xi user manual vse addendum. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
On 10-jul-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the sureform 60 blue reload was received and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track and was fully fired. No information was given about the stapler that was used. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have a damaged blade, which exhibited mechanical indentations. The reload was also observed to have a lodged, malform staple where the exposed blade is located. Reload damage is typically attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).